Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type programmer, patient removed (B)(4) poor communication due to additional information received. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient's device couldn't be programmed anymore, which led to the return of symptoms and poor communication with the ins. Replacement of the pp resolved the poor communication with the ins. The return of symptoms resolved by the patient turning their number up higher.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the patient did not see program #1 and inquired what this meant. It was reviewed that they only had one program. The patient stated that ¿this made sense as they had not gone back to their healthcare professional (hcp) to have additional programs added after getting their programmer replaced (programmer had been replaced due to poor communication). It was reviewed with them to go back to this hcp to have the additional programs added). There were no further complications reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3037, serial # (B)(4), product type programmer, patient.

Event description:
A patient reported poor communication on the patient programmer. It was ensured the patient had working batteries. It was noted the patient had a CT scan the previous spring. The patient reported no falls. The patient confirmed the antenna was secured, but this did not resolve the issue. The patient moved away from any potential electrical magnetic interference (emi) sources, but this did not resolve the issue. The patient stated her symptoms came back and that was why she was trying to increasing to increase. The patient unplugged the antenna and placed the patient programmer (pp) directly over the implantable neurostimulator (ins) but this did not resolve the issue. The patient noted the return of symptoms was sudden and had return in the week previous to the call. The patient is implanted for fecal incontinence and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.